Event description:
Hold for se 01/24 it was reported that "air in line" was detected with no air present. No patient injury reported.

Manufacturer narrative:
A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The device was returned to smiths medical for repair. The dso seal had a bubble. The air detector was damaged on one side. The pump passed all functional tests and there were not any errors in history. Unable to determine root cause during testing. Replaced air detector as a preventative measure.